Event description:
The physician was attempting to advance a 2.75x18mm endeavor resolute rx drug eluting stent to a severely calcified lesion exhibiting 80% stenosis. There were no abnormalities noted prior to use of the device. The device could not cross the lesion; on removal of the stent it was noted that the stent was deformed. No clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.

Manufacturer narrative:
Results: stent deformation and failure to deliver stent, lesion morphology, none. Conclusions: lesion morphology. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Evaluation summary: the distal tip was slightly flared, indicating that it may have been stubbed during advancement. The 1st proximal stent segment was partially flattened with a number of struts slightly raised. A number of struts on the 11th and 12th proximal segments were raised and deformed.